Event description:
She was very sweaty and her dressing would peel off over the course of a couple pf days. Dressing was changed on 5/4, 5/6, 5/8 and 5/11. PICC line noted to be leaking on 5/11 at the connection between the line and the wings.

Manufacturer narrative:
The failed sample was returned to vygon and was evaluated as part of the complaint investigation. The results of this investigation are as follows: we received one catheter as a sample. When flushing it a severe leakage could be detected at the junction of catheter tube and wing. Microscopic examination confirms that the catheter tube was partly torn out of the fixation wing. Pir states chlorhexidine was used but did mention whether it was alcohol or water-based disinfectants. The majority of complaints we received in the past for leakages were related to tensile traction under influence of the use of alcohol-based disinfectants. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. We could not check the batch history records as no batch number had been mentioned. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out. This is the fourth complaint regarding a leaking catheter on code 4g07125235 within the last three years. No further corrective action initiated by quality management as there are no indications of a manufacturing fault and the catheter worked well for 12 days. Corrective action: based on the investigation, this is issue could not be determined to be caused by manufacturing; therefore, no further corrective action is initiated at this time.

Manufacturer narrative:
The failed sample was returned to vygon and will be evaluated as part of the complaint investigation. The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.

Event description:
She was very sweaty and her dressing would peel off over the course of a couple pf days. Dressing was changed on 5/4, 5/6, 5/8 and 5/11. PICC line noted to be leaking on 5/11 at the connection between the line and the wings.